Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported by the patient for the two bent cannula within the 3 hours of use. Infusion set was placed in the abdomen. Patient also have burning sensation at site. High blood glucose was corrected by the injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.